Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned.

Event description:
The lead was explanted and returned for evaluation with a question of whether the ring of the lead pin is aligned. It subsequently tested out of specification during manufacturer's analysis. Additional information was later received in a lawsuit alleging that as a result of the sprint fidelis lead, the "plaintiff has suffered severe emotional trauma, physical consequences and long continued emotional disturbance." No specific details were received, and no further patient complications were reported as a result of this event.